Manufacturer narrative:
The cause of the discordant elevate patient pt-inr result is unknown. However, the customer stated that she believes the cause may be that the sample tube may not have been rocked enough at the time of collection. Per the ca series measurement evaluation and check methods scientific bulletin (included with analyzer at installation), analysis time over (ato) is a check to detect whether the reaction end-point is correct. This situation occurs when testing samples with prolonged clot times. Operators should first check sample integrity, delivery of sample and reagent, and reanalyze the sample with an extended maximum clotting time. If reanalysis of sample results in a numerical value without an asterisk, the result can be reported. If reanalysis gives an ato error again, the sample may not be able to form a firm clot. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time (pt-inr) result was obtained on a patient sample on the ca-560 instrument. The patient result was reported to the physician who questioned the result. The patient was admitted to the facility and a redraw sample was tested. A lower result was obtained in accordance with prior results. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated pt-inr result.